Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post device replacement an infection occurred. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had sepsis and the organism was identified as "staph".